Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Due to the bg level the customer loss consciousness and scrapped knee. Customer required assistance consuming juice to address bg level. Ultimately, the customer reverted to an alternate method of insulin therapy.